Event description:
The customer reported via phone call that her insulin pump was not delivering insulin. She attempted to deliver multiple boluses in the air and she did not see any insulin. Customer's blood glucose level was 439 mg/dl. She was not feeling well. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.